Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had no sound perception whilst using the audio processor at maximum gain settings. Vibrogram showed thresholds more than 25 db below the measured bone conduction thresholds. A CT scan to assess position is to take place with surgery revision scheduled for march 8th under general anesthetic to check placement of fmt.